Event description:
It was reported to ventec that the device's lcd touchscreen would not allow the user to switch between presets/modes. The user could view the preset on the device's lcd touchscreen but it would not register their touches. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
The device was not returned to ventec for evaluation. The cause of the report issue could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-01201-000 section d4, model #, of the initial medwatch report should have stated: v+pro emergency, english section d4, expiration date, of the initial medwatch report stated: blank section d4, expiration date, of the initial medwatch report should have stated: 06/12/2022 section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001 -- h6: the device was not returned to ventec for an evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of the device's lcd touchscreen not registering touches (touchscreen unresponsive) could not be confirmed nor reproduced. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.